Event description:
A customer obtained erroneously elevated troponin (accutni) results on two patient samples. Subsequent testing on a different instrument produced results in the normal reference range for both patients. The results were reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimens were collected in 5ml bd lithium heparin tubes. Qc and system checks were within specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). The fse replaced hardware components and cleaned parts due to a spill. The fse conducted a diagnostic testing with good results. Although fse addressed several hardware issues, no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.